Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded and was not available for evaluation by edwards lifesciences. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause and timing of the delivery system balloon rupture cannot be confirmed. Procedural factors (deployment in pre-existing stenotic valve, additional inflation volume, manipulation of the devices), in addition to patient factors (severe tricuspid valve stenosis) likely contributed to the event. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.

Event description:
As reported through the edwards implant patient registry, an off-label valve in valve (sapien 3 valve in an edwards ce duraflex bioprosthesis tricuspid valve) was performed. Medical record review revealed the patient was admitted to the hospital due to severe tricuspid stenosis and sequelae, and kidney dysfunction. A valvuloplasty was performed with ¿tremendous¿ benefit to the patient. The patient was able to diurese several liters and go home. However, the patient returned with worsening right heart failure. The patient developed acute renal failure as a result of the diuretic use and paracentesis and right heart failure secondary to tricuspid stenosis. The patient was failing to thrive with worsening renal failure. The decision was made to perform a tricuspid valve in valve procedure. Under conscious sedation, transfemoral access was obtained. Valvuloplasty was performed with an edwards balloon catheter. A 29mm sapien 3 valve was deployed successfully. The valve landed ¿perfectly¿. No leak was noted. It was noted that the balloon ruptured during the procedure. The exact timing of the balloon rupture is not known. Final right heart catheterization was performed and the procedure was completed. The patient tolerated the procedure well. The delivery system was discarded following the procedure and is not available for evaluation.